Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device changeout procedure, the atrial lead exhibited high threshold. It was noted that the helix retracted and the lead was only attached by tissue growth. The lead was capped and replaced. The patient was stable post procedure.